Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of middle-of-life 2 at a routine follow-up visit. The device has been implanted 7.7 months. The device is not programmed to high outputs, nor is tachy therapy used frequently. The lead impedances are normal, as well as r wave measurements. A disc will be sent in for review.